Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down button was not responsive on the insulin pump. Customer's blood glucose was normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.